Manufacturer narrative:
The manufacturing site name was documented as (B)(4) in the initial report. This has been updated to (B)(4). Please note that the contact office name/address have been updated accordingly to reflect the corrected manufacturing facility.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed pretest for general condition & lever. It was noted that the housing was cracked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the shell of the power module device melted. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.